Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the bending section of the scope was found detached. A leak was found on the channel. The image was tested, and no elements were broken. The event occurred during reprocessing. The procedure that occurred prior to the event was diagnostic and completed with no delay and with the same device. No other devices were involved or replaced as a result of this event. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported fluid invasion on a scope found during reprocessing. No patient involvement was reported. No additional information has been obtained.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.